Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a routine device follow up. Upon interrogation, it was noted that an error message suggested that diagnostics should be cleared due to an invalid diagnostic. After clearing the error message, it was noted that all diagnostic measurements were cleared and reset. No intervention was reported. The patient was stable throughout.